Event description:
Facility cna's (B)(6) and (B)(6) were transferring patient from wheelchair to patient bed. First they raised the patient from the wheelchair using the marisa lift with an arjohuntleigh sling. (B)(6) pushed the lift with the patient over to her bed by the green handles on the front of the lift, and as this action was taking place, the clip close to the patient's right leg became detached from the marisa spreader bar. (B)(6) grabbed the patient's leg and was able to prevent a fall by holding them from underneath her leg. Patient was placed on bed and did not sustain any injuries.

Manufacturer narrative:
Additional information will be provided upon the conclusion of the manufacturer's investigation.